Manufacturer narrative:
The field service engineer performed a general inspection of e 602 analyzer serial number (B)(4). For the last calibration performed on e 602 analyzer serial number (B)(4) on (B)(6) 2019, there were no alarms on the calibration and calibration signals are lower than expected. Quality controls on this analyzer were within range, showing no indication of an instrument or reagent performance issue. The sample centrifugation time was too short and the speed was too high. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in are.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay on two cobas 8000 e 602 module analyzers and a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample was initially processed on a cobas 8100 pre-analytics system and then sent to the first e 602 analyzer for testing. The initial troponin t result from the first e 602 analyzer was 0.009 ug/l. The sample was automatically repeated by the same analyzer, resulting with a value of 0.019 ug/l. The sample was repeated on a second e 602 analyzer, resulting with a value of 0.020 ug/l. The sample was also sent to another site for testing on an e 801 analyzer, resulting with a troponin t value of 0.0111 ug/l. The serial number of the first e 602 analyzer is (B)(4). Troponin t reagent lot number 381539 was used on this analyzer. The expiration date of the reagent was asked for, but not provided. The serial number of the second e 602 analyzer was asked for, but not provided. Troponin t reagent lot number 381539 was used on this analyzer. The expiration date of the reagent was asked for, but not provided. The serial number of the e 801 analyzer used at the other site was asked for, but not provided. Troponin t reagent lot number 370695 was used on this analyzer. The expiration date of the reagent was asked for, but not provided.